Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited several non-sustained ventricular oversensing episodes due to possible myopotential oversensing. No intervention was performed, it was discussed during the call that programming change should be made.